Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl at the time of incident. Customer reports insulin pump had no delivery alarm. Customer states the insulin did not exit and pump alarmed no delivery. Customer reports insulin exits with the manual prime. The insulin pump will not be returned for analysis.